Manufacturer narrative:
As neither a lot number nor samples have been made available to us, no analyses could be performed. We have repeatedly requested further information and have finally been informed that "(...) It seems that we could not get further information. We would appreciate it if you could close the investigation/incident based on the already given information. I regret to say this, but I have no option." As no further information is available we close the investigation and the report.

Event description:
On (B)(6) 2023, we have been informed about several incidents concerning fukuda denshi ECG 3 lead monitoring ECG electrodes teo-2020dr from a hospital in japan. The initial report stated "(...) That several patients got wounded by teo-2020dr. They claim that over 10 patients had this problem from (B)(6) 2022. They switched the ECG electrodes from 3m's to the teo-2020dr from then. (...) We think there is a possibility that there were pressure sores but not sure. Meanwhile, we never heard the similar incidents from the other hospitals." The partially filled in questionaire indicated at the patients' age as "most of them were over 50. However, also 7 years old child had one" and both female and male patients have been concerned. No information on the patient weight, patient body type, medical history, data on medication, the general state have been disclosed. The skin type was described as "likely dry but not sure." The skin preperation was described as "wiped with alcohol cotton". The patients were not shaven, no ointment has been applied and the skin was not dried prior application. On all patients 3 electrodes have been applied for the procedure. Underneath "1 or 2 (r [right] electrode and/or l [left] electrode on the chest)" injuries have been detected "not underneath the f electrode on the belly". It was described that the injuries were "typically, underneath the gel contact area" and were "likely, the size and shape are similar to the gel's". It was also specified that: "we heard the injury had to be treated properly by skin doctor as contact dermatitis. They said that this injury looked like which happens during arterial line pressure monitoring." We received also two pictures showing a skin injury. The resolution of the two pictures was so bad that an assessment is almost impossible. We have requested further information on the patients, the monitoring duration and the medical treatment.

Event description:
On january "31th", 2023, we have been informed about several incidents concerning fukuda denshi ECG 3 lead monitoring ECG electrodes teo-2020dr from a hospital in japan. The initial report stated "(...) That several patients got wounded by teo-2020dr. They claim that over 10 patients had this problem from (B)(6) 2022. They switched the ECG electrodes from 3m's to the teo-2020dr from then. (...) We think there is a possibility that there were pressure sores but not sure. Meanwhile, we never heard the similar incidents from the other hospitals." The partially filled in questionaire indicated at the patients' age as "most of them were over 50. However, also 7 years old child had one" and both female and male patients have been concerned. No information on the patient weight, patient body type, medical history, data on medication, the general state have been disclosed. The skin type was described as "likely dry but not sure." The skin preperation was described as "wiped with alcohol cotton". The patients were not shaven, no ointment has been applied and the skin was not dried prior application. On all patients 3 electrodes have been applied for the procedure. Underneath "1 or 2 (r [right] electrode and/or l [left] electrode on the chest)" injuries have been detected "not underneath the f electrode on the belly". It was described that the injuries were "typically, underneath the gel contact area" and were "likely, the size and shape are similar to the gel's". It was also specified that: "we heard the injury had to be treated properly by skin doctor as contact dermatitis. They said that this injury looked like which happens during arterial line pressure monitoring." We received also two pictures showing a skin injury. The resolution of the two pictures was so bad that an assessment is almost impossible. We have requested further information on the patients, the monitoring duration and the medical treatment.

Manufacturer narrative:
As neither a lot number nor samples have been made available to us, no analyses could be performed. We have requested further information and will relay any conclusion in a follow up report.